Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the mid stent region all the way to the distal end of the stent were lifted from their crimped position and pulled over the distal balloon cone. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. This type of damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. This type of damage is most likely caused when pushing the device against a resistance. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-aug-2019. It was reported that crossing difficulties were encountered. The 95% stenosed target was located in a moderately tortuous mid left anterior descending artery. A 2.50x38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported. However, during device analysis revealed stent damaged.